Event description:
Procedure: esophagogastrectomy. According to the reporter: anvil of the orvil would not engage with the ctr rod eeaxl25mm. The first orvil used did engage but penetrated through the point of anastomosis at distal end of esophagus. The second orvil used would not engage over the orange band. A significant amount of force was used and eventually it made it over the band but would not engage. Eventually the originally packaged anvil was used. Hand sewn purse string around the originally packaged eeaxl25 anvil created an end to end anastomosis of stomach to remaining esophagus. Blood loss in excess of 250 cc was not the result of product malfunction. The case was extended by a minimum of 2 hours because of the product problem. The tissue used for the anastomosis is still under review in regard to the damage caused by the device problem. This tissue was not ideal. The procedure remained endoscopic.

Manufacturer narrative:
(B)(4).